Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital in sepsis. Upon examination, device erosion had occured. The system was explanted. The patient was stable.

Manufacturer narrative:
The reported field event of infection/erosion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.